Event description:
A cataract extraction with lens insertion surgery was performed on the patient. After the lens was inserted it was noted to have a rip in it. The lens had to be cut out of the eye and replaced.